Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 100 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On april 4th, 2023, the distributor reported the following information: the pump history was reviewed and it was confirmed that the customer experienced a cartridge change error on november 12th, 2022.